Event description:
The cook zenith alpha implant device, when being deployed, did not open correctly. The rep stated the trigger wire that releases the trifold did not release. Notes from the operative report: ..."at this time intravascular ultrasound was performed of the patient's right common iliac artery previous abdominal aortic stent graft repair. The renal arteries were identified and mapped and marked on the screen as well as the superior mesenteric and celiac arteries. We then measured out the thoracic aorta and identified stent graft within it in good apposition we then placed distal thoracic endovascular device 46¿211 which was the distal piece of the stent graft. We lined it up to just above the celiac artery. This was deployed. On bringing back the sheath we noticed infolding of the stent graft. This was due to continued attachment to the delivery system. Several maneuvers were performed to detach the system. We finally guarded success but with the stent graft and folding on itself in the distal descending thoracic aorta. Intravascular ultrasound was then deployed again to confirm this and identify this as well as angiogram was performed to identify this. This is confirmed. We then placed a cook 4167 device landed distal to her previous stent graft just at the level of the celiac artery. There was only minimal overlap with the proximal thoracic stent graft. We then placed a valley and medtronic thoracic 42 x 42 device to get enough overlap. Angioplasty was done of all segments and all overlap zones in all proximal and distal landing sites with a cota balloon. Completion intravascular ultrasound and angiography revealed a robust resolved with no type I-iii or IV endoleak and patency of the patient's subclavian celiac and mesenteric arteries. Successful closure was done of the patient's right common femoral artery with pre-close devices and of the left common femoral artery with a mynx device. The patient was awoken and taken to the recovery room in stable condition moving all 4 extremities and speaking appropriately."